Event description:
It was reported that a cartridge alarm occurred during the load sequence. The customer experienced an elevated blood glucose level of 529 mg/dl. Customer administered a correction injection to address the bg. Customer will continue to use the current pump for insulin therapy.